Event description:
Sorin group received a complaint reporting that the perfusionist noted a pink tinge in the water lines during the case. Bloody fluid was seen coming from the heat exchanger water ports after the water lines were disconnected from the oxygenator. The unit was changed out in order to complete the case. The report stated that the pt was fine. No issues occurred as a result of this incident.

Manufacturer narrative:
Sorin group (B)(4) manufactures the primo2x oxygenator which is a component of the custom perfusion pack. The 510(k) number for the primo2x oxygenator is k050447. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The involved oxygenator was returned to sorin for eval. Upon receipt, the unit was subjected to leak and simulated use testing. The leak reported by the customer could not be reproduced during any of the initial testing. The oxygenator has been forwarded to sorin group (B)(4) for further eval. The investigation is ongoing. A f/u report will be filed when the investigation is complete.